Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b2, b5, d1, d2a, d2b, d4, g2, g4, h4, h6.

Event description:
It has been identified that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "I am approaching you with regard to allergan breast implants that I have to take out for the second time as they were torn after only 6 years."

Event description:
Patient reported "I am approaching you with regard to allergan breast implants that I have to take out for the second time as they were torn after only 6 years." The device has been explanted and replaced. Affected side is right. This record was created as a conservative approach to capture first set of devices.